Event description:
On (B)(6) 2014 at the (B)(6) health system, richmond va during an open heart case it was reported that the flow measurement on the rotaflow console serial number (B)(4) was different before circ arrest as opposed to after. A biomedicus flow probe was used and measured a 1 liter difference at different point in the circuit. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was tested using a flow meter and wet circuit and the reported event was reproducible. The flow measurement board was replaced. The device was tested to factory specifications and passed all tests. (B)(4).